Manufacturer narrative:
Information received from the manufacturer's service technician on (B)(6) 2018, stated that the hospital's biomed did not find issues on the thermogard console (sn (B)(4)) was placed back in service and further information was not provided as the customer retained the service record. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During ivtm therapy on a (B)(6) pounds (B)(6) years old male, the thermogard console (sn (B)(4)) was used for ivtm therapy and did not achieve the desired time to cool the patient (slow cooling). Following this, another thermogard console ((B)(4)) was used and was not able to achieve the desired time to cool the patient. No further information received. No known impact or consequence to patient reported.. MFR 3010617000-2018-00955 was created for thermogard console ((B)(4)).

Manufacturer narrative:
The reported event was not confirmed through functional testing of the thermogard xp ivtm system sn (B)(4). Upon visual inspection no physical damage was observed. During functional testing, the system passed the preventive maintenance testing including the electrical safety testing. Archive was downloaded and reviewed with no errors. The reported complaint could not be duplicated, therefore the cause for the reported complaint could not be determined. System is working fine as intended for use. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard xp ivtm system sn (B)(4).